Manufacturer narrative:
Service and repair evaluation: the customer reported the device was stuck and would not open. The repair technician reported the device had no visible damage, but could not be sent to the vendor due to being on the lot exclusion list. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was unconfirmed. A visual inspection under 5x magnification, functional test, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. The cable tensioner is part of the orthopedic cable system. The tensioner is when combined with the attachment bit and provisional tensioning device allows for tensioning of cables around fractures sites. This complaint is confirmed. The complaint condition was able to be replicated at cq as the device would not open or close when the proximal gold knob was rotated clockwise or counter clockwise. Customer quality (cq) engineering investigation: this complaint is confirmed. The complaint condition was able to be replicated at cq as the device would not open or close when the proximal gold knob was rotated clockwise or counter clockwise. No new malfunctions were identified as a result of the investigation. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. A dimensional inspection was not performed at cq as there is no indication that dimensions caused or contributed to this complaint for the returned 13+ year old reusable tensioner. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event: unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. A service and repair service history review was performed on part number 391.201, lot number p305519: no service history review can be performed as part number 391.201 with lot number(s) p305519 is a lot/batch controlled item. The service history review is unconfirmed. Please launch a device history record (DHR) review. A device history record (DHR) review was performed for part # 391.201, synthes lot # p305519, supplier lot # p305519: release to warehouse date: 06 aug 2004, supplier: (B)(6): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product, and any subcomponents, which would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cable tensioner is not opening. The hospital tried to sterilize the set and realized that the cable tensioner was not going through the wash. Upon inspecting the device, it was discovered that it was stuck and would not open. The set was not used and the hospital has a backup tensioner. Malfunction was discovered in central sterile processing therefore no patient involvement. This report is for one (1) cable tensioner. This is report 1 of 1 for complaint (B)(4).